Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the cdh29 would not staple or cut. Another instrument was used to complete the case. There was no consequence to the patient. Two sterile devices are also being sent back for analysis.